Manufacturer narrative:
This report is being sent as part of a service record retrospective review that was self identified by haemonetics. The following parts were sent to customer biomed for repair: pump assy, hex drive. The suspect device/part was not returned to haemonetics, without physical sample provided for evaluation, the root cause cannot be determined.

Event description:
Haemonetics was notified that a customer reported, a tech has pump motors with large ac on motors. Tech smelled burning smell coming from that area. Pumps alarming in diagnostics. Tech swapped each pump and did not resolve. Tech swapped both pumps and per tech resolves issue. There was no donor involvement.